Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the, aes-90sn, aes-90sn probe assy,suct,sin device was being used on (B)(6) 2022 during a shoulder arthroscopy procedure and ¿plastic coating melted¿. The procedure was completed. There was a 5 minute delay to the procedure. After further assessment it was found that the device fragmented and all pieces were retrieved with an arthroscopic grasper. There was no injury or impact to the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Reported event is confirmed. Customer event ¿plastic coating melted¿ was confirmed based on photographic evidence. Found plastic heat shrink tube damaged. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 4 reports, regarding 4 devices, for this device family and failure mode. During this same time frame 184,275 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.00002. Per the instructions for use, the user is advised the following: maintain the probe tip, including the return electrode, in the field of view at all times. Injuries to the patient may result from inadvertent activation or movement of an activated probe outside the field of view. Care should be taken in procedures that may cover the probe return electrode. Use caution when changing power settings. Use the lowest power setting and the minimum tissue contact-time necessary to achieve the appropriate surgical effect. High power settings, and prolonged use may result in damage to the insulation or probe tip or patient burns. Continuous flow of irrigant is recommended. Fluid flow assists in removing debris as well as cooling the fluid in the joint and probe tip between activations. Maintaining an outflow is important, especially in small joint spaces. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the, aes-90sn, aes-90sn probe assy,suct,sin device was being used on 14apr22. During a shoulder arthroscopy procedure and ¿plastic coating melted¿. The procedure was completed. There was a 5 minute delay to the procedure. After further assessment it was found that the device fragmented and all pieces were retrieved with an arthroscopic grasper. There was no injury or impact to the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.